Manufacturer narrative:
The insulin pump passed displacement test and operating currents. However, the insulin pump was received with motor error alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 158mg/dl. Troubleshooting was performed. The device was not exposed to an MRI, and the caller was able to rewind the insulin pump. Assisted the customer to run the displacement and self test and both test failed. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.